Manufacturer narrative:
Clarification to d6a. Implant date: 2014 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported "leaking" and "capsular contracture baker grade unknown". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Later healthcare professional reported "baker grade iii" and no evidence of rupture. This record is for the right side. Device was explanted.